Event description:
It was reported that the patient presented for a follow-up after receiving an alert for low, out of range high voltage lead impedance. It was noted the out of range measurements were intermittent. The lead was explanted and replaced. Upon explant, an insulation anomaly was noted near the connector pin. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.